Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome. It was reported that the patient had a previous implantable neurostimulator (ins) that was sticking out, bulging under the skin, and lost weight. The patient had their ins replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.